Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse identified the iabp unit with batteries retrieved, and unplugged. The fse seated the respective batteries on bays 1 and 2. The console was seated into the cart and immediately the fse observed the iabp unit commenced charging the batteries. As the customer's biomed observed the aforementioned sequence, indicated the console had been unhinged from the cart the whole time. The biomed indicated the iabp unit slid in and out easily from the cart, which explains why the iabp unit failed to charge. The fse identified nothing unusual in the logs. The batteries were fully depleted, thus unable to complete a battery runtime. The fse observed the batteries; however, charge at about 30k mwh, per led indicator in the battery which pointed to a good battery. The fse left the iabp unit on service mode, diagnostic support, internal statistics, power parameters so the biomed could monitor the battery charging status. The fse confirmed with biomed towards end of day that battery 2 reached about 180k mwh, when fully charged, pointing to a good charge for the battery. The fse explained extent of the work completed to biomed. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Full event site name: (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon ump (iabp) was not charging and shutdown. The user swapped out the iabp console to continue treatment. No patient harm, serious injury or adverse event was reported.